Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: examination of the returned complaint device revealed that the returned product consisted of the watchman delivery system (wds). The implant was inside the sheath and connected to the core wire as received. Blood was present on the device as received. There were numerous kinks were found along the shaft of the wds. The tip and markerband were damaged. The inner shaft was damaged consistent with anchor damage during recapture of the implant. The core wire was kinked 3.3cm from the tip of the core wire. The implant was deployed during analysis and found to be consistent with the reported information. The implant had anchor damage. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MFR: 2134265-2016-10423. It was reported that recapture difficulties and tip damage occurred. A left atrial appendage (laa) closure procedure was being performed. The patients anatomy was noted to be difficult. A watchman access system (was) was positioned in the laa and a 27mm watchman laa closure device & delivery system (wds) was advanced and deployed. The watchman laa closure device did not meet release criteria. During the full recapture, there were difficulties withdrawing the closure device back into the was as the markerband was torn. It was noted that the tip of the was torn but remained attached. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that nothing detached from the watchman access sheath (was) and during removal the watchman closure device was contained with the was.